Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, not detected on the bus. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by retractor bands. The field service engineer replaced the retractor bands on both drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.